Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing that cause inappropriate mode switch. No programming changes were made. No patient consequences was reported.